Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
The complainant reported that an impella cp was inserted to support a patient during percutaneous coronary intervention procedure. During support, the patient had ischemia. The patients superficial femoral artery appeared less than 5 millimeters. After the surgeon successfully placed the impella device, it was noted that placing the companion sheath was very difficult. The side port was used to take an angiogram of the vessel. Distal flow was compromised. The decision was made to remove the 14 french peel away sheath and place a repositioning sheath. A second angiogram showed flow was restored. The peel away sheath was removed and the repositioning sheath was sutured in place for the remaining case. The patient remained stable and the procedural outcome was the patient survived the surgery.